Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2366-70 serial: (B)(4) description: linear 3-6 lead, 70cm model: sc-4318 lot: 20575856 description: clik x anchor the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient experienced redness at the ipg pocket and midline incision sites. The physician assessed that the patient had an infection and explanted all the devices. The patient was administered antibiotics and was released from the hospital with decreased c-reactive protein levels. The physician does not know the cause of the infection or if the infection is device related.